Event description:
It was reported that during implant procedure, the physician inserted the lead into the connector of the pulse generator the set screw could not be tightened to secure the lead, no electrical issue was noted. The device was not used and a new device was implanted with no issues. The patient was stable.

Manufacturer narrative:
The complaint of the set screw not being able to be tightened was confirmed. The device was tested on the bench and it would found that the set screw had been pulled out, causing damage due to incorrect user error. No other anomalies were found.